Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (lfs) france alleging the one touch ultra 2 meter was displaying the battery indicator symbol. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The patient noted the reported meter had displayed the battery indicator symbol for a few days. The last successful meter reading the patient obtained was a result of 273 mg/dl six days earlier, at 11:23 pm. Five days later at 11:30 pm, the patient experienced the symptoms of tremors and sweating. The patient administered self-care by consuming milk with sugar, and she felt better afterwards. The patient did not seek medical attention. During the time period, the patient was unable to test her blood glucose level, she continued to take her normal meals and medications. The patient takes the oral diabetes medication daonyl (a fatty acid oxidation inhibitor) three times per day. The patient does not have a backup meter. It would have been helpful to determine if the patient attempted to test her blood glucose level before and during the symptoms, the time of the patient's last meal prior to the onset of symptoms, if she experienced any symptoms at that time, if the patient usually takes a bedtime snack, her expected meter readings, if the patient attempted to replace the meter's battery, when the meter had been purchased, and the patient's frequency of testing. During the troubleshooting telephone call, the customer service representative (csr) determined that the patient had not replaced the battery according to the manufacturer's recommendations. The meter and test strips were replaced. The patient alleged she was unable to test her blood glucose level for a few days due to the battery indicator symbol being displayed on the reported meter. The patient claimed she experienced symptoms suggesting hypoglycemia, and took self-treatment with food to resolve these symptoms. Because there is no information regarding when the patient purchased the meter, or if she attempted to replace the battery, this complaint is being reported.